Event description:
It was reported that there was a possibility of valve occlusion. The issue was found intraoperative and the device was not implanted. There was no impact to the pt.

Manufacturer narrative:
(B)(4). Although proteinaceous debris was observed on the interior of the valve, the valve was patent. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. The valve passed leak and siphon testing, as well as all performance specifications for pressure-flow and preimplantation testing. However, the valve failed reflux testing. The instructions for use that accompanies the product cautions that particulate matter that enters the shunt system may hold pressure/flow controlling mechanisms open, resulting in overdrainage and reflux. A review of mfg records showed no anomalies. All of our valves are 100% tested at the time of manufacture.